Manufacturer narrative:
After review the g.3 date has been corrected to reflect an accurate awareness date.

Manufacturer narrative:
Additional information received. Medical record review revealed 6 years and 5 months post implant of a sapien xt valve in the aortic position, a mean gradient of 43mmhg and an ava of 0.7cm2 were observed. The conclusion was severe degenerative bioprosthetic aortic valve stenosis with calcification on the valve. A 26mm sapien 3 ultra valve was successfully implanted in the existing sapien xt valve during a valve in valve (viv) procedure. Post viv, the peak gradient measured 20mmhg and the mean gradient measured 12mmhg. On postoperative day (pod) 1, the patient was doing well. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-06434.

Manufacturer narrative:
The sapien xt valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No relevant case imagery was provided. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was confirmed by medical record/echo report. Based on the limited information provided, the root cause for the valve degeneration approximately 6 years 5 months post valve implant could not be determined but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process (diabetes, previous tavr). A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported, 6 years and 5 months post implant of a 29mm sapien xt valve in the aortic position, the patient presented with increasing shortness of breath, edema in the lower extremities, and increased fatigue. The valve was found to be failing due to stenosis. Echo indicated a mean gradient in the 30's mmhg. The heart catheterization echo indicated a mean gradient of 43mmhg and an ava of 0.7cm2, confirming the valve stenosis. A 26mm sapien 3 ultra valve was successfully implanted in the existing sapien xt valve during a valve in valve procedure. On postoperative day (pod) 3, a conduction disorder requiring the placement of a permanent pacemaker (ppm) occurred. At the time of the report, the patient was in stable condition.